Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code, which was determined to be resettable. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and instructed to call back if the malfunction reappeared, which the customer understood and acknowledged.